Event description:
It was reported the broken pieces of the screw was left inside the patient.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. Screw head was returned fractured. Tip section was left in the patient. No previous complaints for this batch was found when a history was completed. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A lab analysis was completed with the following results: it was concluded that the 4.5 mm cortex screw could have fractured due to torsional overload. An overload fracture can occur when the mechanical forces applied to the device exceed the strength of the material. No material deviations in the screw were found during this investigation. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.